Event description:
End user's reports sitting in the power wheelchair outside of her apartment when she accidentally pushed the joystick in reverse and drove over the edge of the staircase, falling down 5 steps.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. End user reported accidentally drove power wheelchair down stairs. Hoveround's owner's manual warns end users to reduce the chance of serious injury or death from tip-over..."never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator."